Event description:
This is an ongoing and unresolved gtube balloon bursts for a pt. This is a second out of six (until date of reporting 04/24/2015) incidents. Parents woke up in the morning to find the gtube of the pt was lying on the bed and the stoma site had started to close. Pt immediately rushed to emergency room. Surgery fellow did series of dilation to make the stoma site bigger. On several occasions pt turned cyanotic from pain. Needed fentanyl during dilation procedure. Bleeding around stoma site. Needed x-ray fluoroscopy to verify that gtube was correctly placed. Three ml fluid volume. Same rptr as mw5042542 - mw5042546. Happened less than 3 months after gtube related laparoscopy surgery hence, needed to be taken to emergency room for gtube replacement.